Event description:
It was reported that the programmer would sometimes freeze during a device check, and that there was telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that the programmer would sometimes freeze during a device check. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).